Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller experienced purge disc/flag issues. No patient was involved.

Manufacturer narrative:
The investigation has been completed. The console ((B)(6)) was sent back for further investigation. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be missing. The root cause of the issue was a broken/missing purge flag. This report is being filed as part of a retrospective review of historical records.